Event description:
During a review of the logs of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified during cycle 2. The patient's largest prescribed fill volume (lpfv) was 1800 ml and the drain volume was 3939 ml, which met iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The assignable cause of the iipv was determined to be one or more cycles advances to next fill when slow / no flow occurred above the min drain volume threshold. The device was determined to meet specifications for the iipv found in the logs. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective / preventive action as appropriate. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.